Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify other alarms due to the motor error alarms. The unit had cracked battery tube threads and a scratched lcd window.

Event description:
The customer reported a motor error alarm during normal use. Troubleshooting was performed, and no damage to the drive support cap was noted. Found that the customer had an MRI scan, and the unit was in the room. Advised the customer that the insulin pump would be replaced. Nothing further was reported.